Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor expiring occurred. No information was provided to determine if it was expected or early. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause could not be determined. The reported event of a sensor expiration is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.